Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected post-reset ram crc alarm noted. However, power management parameters graph confirmed power system error was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board area 1, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a pump error 23 after being exposed to MRI. Customer's blood glucose was 6.3 mmol/l. Insulin pump would need to be replaced.